Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used on the lung. The knife was stopped after the first stroke of the first firing. When the doctor fired by strong power, an abnormal sound was heard and it became no feedback in grasping the firing trigger. Then, another new device was used, but the same event occurred. The staple was unformed. Finally the other new device, which loaded with the gold reload, was used. Although it had a difficulty in firing, the device could be fired. Reinforcement product was not used. Doctor commented that the tissue was hard because of the inflammation of lungs but the tissue thickness was proper for blue cartridge use. There were no adverse consequences for the patient. The devices were discarded.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.